Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial #: (B)(4), ubd: 26-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine with concentration 5 mg/ml at a dose rate of 5.2 mg/day via an implantable pump for spinal pain. It was reported the patient had a seroma at the pocket site that they had been pulling serous fluid from "at every refill." The date of the event was described as being 2018. The date (B)(6) 2018 is considered an approximate date of event (year known only). The patient was scheduled to have a pump replacement on (B)(6) 2018, but when they opened the pocket it was "full of clear fluid." The surgeon was unable to aspirate the catheter, so the surgeon decided to cut off the tip of the catheter and replace the tip segment. Once they replaced the tip segment, they were able to successfully aspirate the catheter. It was noted that they had no further medical history regarding the development of the seroma. The caller the physician put saline in the reservoir on (B)(6) 2018 and programmed saline to minimum rate. The physician left morphine in the internal pump tubing, but the catheter does not have drug. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 8780 serial# (B)(4) implanted: (B)(4) 2018 explanted: product type catheter . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. Regarding the surgeon having been unable to aspirate the catheter, it was clarified that aspiration was attempted via the catheter access port (cap) and they replaced the tip and were then able to aspirate. The cause of the inability to aspirate was due to a broken pump segment. The catheter had been disposed of and would therefore not be returned to the manufacturer for analysis. It was further reported that the circumstances that led to the seroma / fluid in the pocket site was unknown. The pump was not replaced and was re-implanted in the patient. The seroma / fluid in the pocket had been resolved. The patient¿s weight at the time of the event was unknown.